Manufacturer narrative:
The investigation has determined that higher than expected troponin I result from a single patient sample was obtained using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. The definitive assignable cause could not be determined. Vitros tropi es precision testing performed was not performed prior to service actions, therefore, an instrument related issue cannot be ruled out as contributing to the events. Following service actions, vitros tropi es precision testing performed was within acceptable guidelines. Based on historical quality control data, there was no indication the vitros tropi es reagent issue contributed to the event. However, the level 1 control does not adequately evaluate performance of the vitros tropi es reagent to sample with troponin I concentrations <url (0.034 ng/ml), therefore a reagent issue cannot be entirely ruled out as a contributing factor. In addition, the customer is not following the sample collection device manufacturer¿s recommended centrifuge protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Patient sample result: 0.092 ng/ml vs. Expected <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected patient result was not reported from the laboratory. There was no allegation of patient harm as a result of the event. (B)(4).